Event description:
It was reported that bd nexiva 24ga 0.75in y catheter broke / separated after placement verbatim: ¿on removal of canula, plastic catheter found to be missing.? Broken off inside patient. During use. During routine canula management, leakage noted from canula. On removal it was noted that the plastic catheter which sits inside the vein was missing from the canula. Patient had to have investigations to see if it remained in the vein. Investigations did not show the cateter in the patient but nursing staff remained convinced that it wasn't there on removal. Unfortunately, the canula was not saved for inspection.¿

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. Current control there is in-process visual inspection for damage component and outgoing inspection in place to check for functionality of the product ie; retraction test, flashback, catheter adapter pull test. The nexiva manufacturing process was reviewed, there is no change in process that can cause the catheter tubing damage / defective.

Manufacturer narrative:
Corrections made to annex a code and annex f code. See updated in grids.

Event description:
Corrections to annex a and f codes required.